Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the black box showed multiple call service 078 alarms. The battery cap was able to fit to the pump. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no further moisture corrosion or any intermittent conditions to the internal components. No alarms occurred during the investigation. The call service 078 alarm complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.